Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was stated that the hl20 pump displayed the error message "belt slip". No indication of actual or potential for harm or death. Complaint# (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The field service technician confirmed via communication field on 2019-11-13 that the customer has no service contract and no service repair requested. Therefore, the field service technician will not be onsite in order to repair the device in question. The reported failure "belt slip" could not be confirmed, since no service repair was requested and no field service technician was onsite to confirm the failure. According to similar complaints, the failure was traced to the tacho strobe foil. Therefore, the most probable root cause could be a tacho strobe foil. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.